Event description:
It was reported that during a procedure, the doctor used the reflex hybrid removal screwdriver to partially insert the screws, upon removal of the screws, it was reported that the distal tip of the inner shaft broke off and was assumed lost in the pt.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental method. Result, and conclusion codes will be made available following engineering eval.